Event description:
A user facility¿s registered nurse (rn) reported that an external blood leak occurred from the seal at the top of a dialyzer 5 minutes into a patient¿s hemodialysis (hd) treatment. The leak was visually observed. There was no visible damage to the dialyzer. A fresenius 2008t hemodialysis machine and fresenius bloodlines were in use. The patient¿s estimated blood loss (ebl) was 200ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was multiple approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that an external blood leak occurred from the seal at the top of a dialyzer 5 minutes into a patient¿s hemodialysis (hd) treatment. The leak was visually observed. There was no visible damage to the dialyzer. A fresenius 2008t hemodialysis machine and fresenius bloodlines were in use. The patient¿s estimated blood loss (ebl) was 200ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was not returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, the fibers were wet.the pu was found to be damaged at approximately 180° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. The sample was not subjected to a laboratory leak test as damaged pu is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that an external blood leak occurred from the seal at the top of a dialyzer 5 minutes into a patient¿s hemodialysis (hd) treatment. The leak was visually observed. There was no visible damage to the dialyzer. A fresenius 2008t hemodialysis machine and fresenius bloodlines were in use. The patient¿s estimated blood loss (ebl) was 200ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was returned for manufacturer evaluation.